Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness. H6: health effect clinical code - speech disorder.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, it was reported that 2 of the patient's dexcom did not work. They were on a warm up when it failed. The patient couldn't decide to take any insulin or not since she was unable to find any test strips to check her bg and just went to sleep instead. The next day when she woke up, she couldn't speak, heart was racing, was dehydrated, throwing up and had dka episode. She needed to her contact doctor. Her aunt used a glucometer and it only said high, so she called an ambulance. Paramedics provided her with IV fluid since she was so dehydrated. She lost consciousness in the ambulance and woke up at the hospital. In the emergency department (ed), the bg was 462 mg/dl. When she got to the hospital, they provided continuous insulin. Length of stay was not documented. She was feeling better. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.